Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the unit had a ¿display fault." Per the customer, "tech says it is a faulty touch screen, when touched could not make out what was on the screen." The unit was able to display values, but they were not legible. No known impact or consequence to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.